Event description:
This was a left-sided cardiac lead extraction performed in the operating room to remove a total of 2 leads (sjm riata - rv and sjm active fix - ra). Indication was inappropriate shocks and electrical noise. The patient was prepped with an arterial line, fluoroscopy in use, tee available, and 4 units of blood in the room. Md prepped the rv lead with the lld-ez and ra lead with the lld #2. Lasing began with a 16f sls ii on the rv encountering severe adhesions around the lead's coil. It was reported to have grown into the svc. The patient's pressure dropped and an effusion was noted on fluoroscopy. Within 3 minutes of the status change, an emergent sternotomy was performed and mid-svc tear discovered and successfully repaired. While the patient's chest was open, the ra lead was also extracted, new leads placed and the patient was closed within 60 minutes. The patient's hospitalization was extended a few days to allow appropriate time to recover from the intervention. No devices were retained for return analysis, as they were disposed of after use by the operating room staff.